Event description:
Stapler became stuck on lung tissue during a thoracoscopy with lung resection. Tore lung tissue requiring pledgeted sutures. Device would not disengage, required surgeon to use another stapler to staple just below it, and extract stapler, and tissue. FDA safety report ID# (B)(4).